Event description:
A customer reported a system turned off during a procedure. The console was exchanged and the case was completed following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
A company representative examined the system, and completed a system preventive maintenance (pm). The system pm included cleaning of the system, transducer calibration, and testing of supply voltages. No samples were returned for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).